Event description:
Arthritis [arthritis]. Swelling [swelling]. Joint effusion [joint effusion]. Case description: spontaneous report was received from a physician regarding (B)(6) female pt, initials (B)(6). The pt's medical history was significant for previous use of synvisc on (B)(6) 2011, (B)(6) 2012 and (B)(6) 2011. On unspecified dates, the pt received three synvisc injections (second course) at another institute. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan gf-20) injection, route of administration and dosage regiment not provided, in both knees. The lot number of synvisc was not provided. On the same day, the pt developed arthritis and joint effusion in the knees. On unspecified date, the pt developed swelling. The action taken with synvisc treatment was not provided. On an unspecified date in 2012, the pt recovered from the event of swelling. The outcome for the events of arthritis and joint effusion was not provided. Concomitant medications were not provided. The intensity of all the events was not provided. The reporting physician did not provide the causal relationship between synvisc and all the events. Follow up info was received (B)(6) 2012 (the case got upgraded to serious due to the steroid administration) from a physician providing info on suspect drug, laboratory tests, clinical course, concomitant medications and causality for the event of arthritis. It was reported that the pt received only one synvisc injection (second course) at another institute into both knees (previously reported as three injection at another institute). On (B)(6) 2012, the pt received second intra-articular synvisc injection at a dose of 2 ml per knee into both knees for gonarthrosis (kellgren and lawrence; grade: I in both knees). On (B)(6) 2012, arthrocentesis was performed and 54ml of fluid was aspirated from right knee and 37 ml of fluid was aspirated from left knee. On the same day, the pt received treatment with dexamethosone solution phosphate for arthritis. On (B)(6) 2012, arthrocentesis was performed and 6ml of fluid was aspirated from right knee and 18 ml of fluid was aspirated from left knee. On the same day, the pt received treatment with artz injection and mepivacaine hydrochloride injection for arthritis. On (B)(6) 2012, the pt received treatment with artz and mepivacaine hydrochloride for arthritis. On the same day, the pt recovered from the events of swelling, joint effusion and arthritis. The reporting physician assessed the relationship between synvisc and the event of arthritis as possible.

Manufacturer narrative:
The qa (quality assurance) investigation results were received (B)(4) 2012. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.